Event description:
Reportedly, when the defibrillator reached a charge ready state it would not discharge energy to the pt.

Manufacturer narrative:
Section f:10 code # 1475 labeled the device was removed from use for evaluation by the factory. An evaluation by the factory observed proper operation. The device paddles and main pcb assembly were replaced for preventive maintenance, the device retested and returned to the facility for use. Except as provided by 21 cfr 806.56. Physio-control does not intend to submit additional info on this event to FDA.